Event description:
It was reported that prior to the start of a da vinci-assisted radical hysterectomy surgical procedure, a piece of the monopolar curved scissor (mcs) sp sheath was left at the tip. The tip was stuck and could not be removed. A similar incident had occurred recently at the same facility. The mcs instrument was removed and a backup accessory was used to proceed. Following this, the user continued and completed the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the other event date of the issue occurred on (B)(6) 2024, which was covered under patient identifier (B)(6), and other two cases may have occurred 1 or 2 weeks before (B)(6) 2024. The mcs sheath will not be returned for further evaluation. It cannot be confirmed if the instrument had any damage, or if the damage was only associated with the sp sheath. The event date of this issue occurred on (B)(6) 2024. The sp sheath was usually removed off before central reprocessing. The sp sheath was removed off after taking off the tip part.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and the coextrusion of an sp sheath (pn: 430012) appeared to remain installed on the instrument. The coextrusion approximately 0.24" x 0.52" appeared to be broken of an sp sheath. The rest of the sp sheath was not returned with the instrument. The instrument does not appear to be damaged itself. It just had another accessory which is the sheath that cannot be removed from the distal end of the mcs instrument. The complaint was confirmed by failure analysis.

Manufacturer narrative:
The sp monopolar curved scissors (mcs) instrument was further evaluated by failure analysis engineer (fae). Initial failure analysis (fa) was partially confirmed. The instrument exhibits a lodged component, specifically the distal coextrusion from an instrument sheath accessory. Sp instrument and accessory manual has the following note: "if needed, pinch the distal tip and gently twist and push to remove it from the instrument shaft. Sterile gauze may be used to more firmly grasp the sheath while twisting." The goal of the quoted step is to disengage the sheath's distal ring from the instrument's distal end, and if the step is not performed the sheath's distal coextrusion ring can get stuck and remain on the instrument's distal end after removing the rest of the sheath, due to the distal ring being torn from the sheath during the action of removing the sheath. The coextrusion exhibits a white material that appears to be stretched outwards from the interior of the coextrusion. It is possible the material became stretched when the sheath became torn, or it was a possible damage from reprocessing with the coextrusion present. The sheath is not designed to be reprocessed and cannot be autoclaved.

Event description:
Refer to h10/h11 for follow-up information.